Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient reported revision due to femoral loosening. It was also reported that he was revised again 6 years later due to device fracture. Update: medical records received on (B)(6) 2011. Doctor's notes prior to revision surgery on (B)(6) 2011 confirm the medial femoral condyle was fractured. Additionally it is noted there was evidence of osteolysis. First revision occurred on (B)(6) 2005. Invoice identified products implanted on (B)(6) 2005. Update rec'd (B)(6) 2013 - litigation received. Litigation alleges femoral component was grossly loose and the femoral condyle was broken into two pieces. Additionally, bone loss and proliferative hypertrophic fibrotic tissue were alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - medical records received. A date for the original doi was provided. After review of the medical records the first revision note confirmed loosening of the femoral component. The second revision operation wasn't included with these medical records. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2015 medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2005 confirmed a loose femoral component, but the loosening interface is unknown and the cement manufacturer is unknown at this time. An unknown patella is being added to the complaint for the previously alleged osteolysis. The insert has already been reported that was placed during the (B)(6) 2005 revision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Although no device associated with this report was returned for evaluation, review of the provided radiographs confirmed the fracture of the medial femoral condyle. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot codes. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. The three available x-ray films were reviewed. No evidence of anything indicative of a device nonconformance was found. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.